Manufacturer narrative:
Findings: cracked battery tube threads, cracked case near reservoir window, and cracked reservoir tube lip noted during visual inspection. Moisture damage noted on electronic assy during visual inspection. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after they dropped the device in the water. The customer had a blood glucose level was 166 mg/dl at the time of the incident. Customer reports there is fluid under the lcd display. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.